Event description:
The go pump was filled with 150cc marcaine each side to infuse at a rate of 2ml/hr for 72 hours - one chamber holding 150 ml infused in one hour. Patient into cardiac arrest. She was successfully resuscitated and taken to the ICU - patient will likely recover fully.